Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that they have tried switching out the video scope cables, but the issue was still being reproduced. The customer requested a field service engineer (fse) be dispatched to identify the issue. A fse was dispatched on 21jun2024 and didn't find any issues with the video system center. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an extremely grainy image and couldn't make out the tissues. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for investigation, however an olympus field service engineer, fse, visited the site and the customer's reported malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The affiliated procedure was diagnostic.